Event description:
The physician attempted arteriotomy closure in 2003 with three closer s 6fr. Devices after a diagnostic procedure. Fluoroscopy was performed to confirm placement of the arteriotomy in the common femoral artery. All three devices experienced a cuff miss. Manual compression was applied for over one hour to obtain hemostasis. The site appeared "fine" upon inspection and was reportedly soft to the touch. On the morning of the following day it was reported that the pt had developed a hematoma described as going from "the flank to the lateral side of the hide". The pt was taken to surgery 4 days later for an unspecified repair of the artery. The pt was reportedly doing well in the step down unit.